Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient had intermittent hearing with her audio processor, described as an on-off effect. Initially hearing with the implant was excellent, then occasionally short drop-outs occurred. Since last week there has been no hearing perception with the implant anymore. An implant check revealed no measurable output from the device. Patient did not perceive any sound even at maximum stimulation levels. A CT scan confirmed proper coupling of the fmt to the round window membrane.